Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse could not replicate the reported errors. Fse replaced the endoscope controller (ec) as a precaution. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The ec was analyzed, and the reported failure could not be replicated. The unit was tested on the test system with multiple power cycles without triggering any errors. After manually connecting and disconnecting the endoscope, there was no friction or change in quality of the image. The complaint was not confirmed based on the field evaluation and failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer encountered errors with two different endoscopes. Errors 319 and 48406 were confirmed in the logs. The customer performed a hard reset and reseated all fiber cables, reseated the grey and orange cables to the endoscope controller (ec)/video processor (vp), ensured ec/vp are turned off and power cables are connected. Then, the customer rebooted the system and got the same errors. The customer used another vision side cart (vsc) and able to continue the procedure as planned with no injury to the patient.